Manufacturer narrative:
Product event summary: the mapping catheter (B)(4), with an unknown lot number was returned and analyzed. The mapping catheter was stuck inside the lumen of the catheter. After removal, visual inspection of achieve mapping catheter showed the loop was broken and misshaped. In conclusion, the mapping catheter failed the return product inspection due to the broken/ misshaped loop.

Event description:
The mapping catheter tested out of specification per the manufacturer's investigation.